Event description:
Procedure type: lap sigmoid resection. According to the reporter: the procedure was successful, well formed donuts, well performed mobilization. Twelve hours post-operatively signs of leakage were seen. At twenty six hours after the operation, a re-operation was performed and leakage through the staples in staple line was visible. The pt suffered peritonitis, high fever and increased crp. The anterior half of the anastomosis was over sewed, and tachosil was also used. A drain was placed and double barrel colostomy was performed.